Manufacturer narrative:
Repairs have not been completed.

Event description:
The account alleged that the brake steer casters will still roll when the bed is put into brake. No injuries and didn't know if a patient had been in the bed.